Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Concomitant med products and therapy dates: battery devices; (B)(6) 2020. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was no longer working correctly and failed to spin properly. According to the reporter, multiple batteries were tried, however the device still did not spin properly. It was reported that there was a three minute delay in the procedure and a spare device was available for use. It was reported that the procedure was completed successfully. During in-house engineering evaluation, it was determined that the small battery drive device started with insufficient/low power and then stopped by itself. It was further determined that the device failed pretest for check the on/off/oscillation switch mode function assessment, check the oscillation angle, switching function, triggers and electronic control unit function, compatibility between the small battery drive device and the small battery drive device ii and check the function with the pen drive console. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.